Event description:
The customer reported that during an ablation procedure, the temperature would not stay constant. The procedure was suspended without any injury to the patient.

Manufacturer narrative:
(B)(4). The incident generator was not returned to covidien for evaluation. Additional questions in regard to the incident have been asked. If the generator is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.